Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00403. It was reported the patient experienced swelling at the lead and implantable neurostimulator (ins) implant sites as well as pain, headache and neck stiffness. Postoperatively, no signs of infection were present. Patient went to the emergency room (ER) but was not admitted to the hospital. Surgical intervention was later undertaken and the system was explanted and the ins site was drained. Patient was afebrile, but was placed on intravenous antibiotics. Cultures were taken, however the results were not provided to the manufacturer.

Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-00403. Follow-up information indicated the patient was recovering well. No further information was provided to the manufacturer.